Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose after announcing a meal as ¿usual¿ when the only carbohydrate consumed was a baked potato, and they expressed confusion about a recent change to a lower cgm target and whether they should stop announcing meals. Symptoms included hypoglycemia requiring oral glucose. Outcomes included transient symptomatic hypoglycemia without hospitalization. Investigation included review of device data via a bionic report and user troubleshooting and education. Investigation of this case revealed no device malfunction and suggested that lows occurred while the ilet was adapting to a recently changed cgm target and meal announcement patterns. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.